Manufacturer narrative:
The event occurred in germany during patient treatment. The involved patient was a 38 year old male with 90-100 kgs. It was reported that during v-a ECMO procedure, with the usage of an hls set, pressure issues occurred. Negative pressures for pint and deltap were present. The ECMO has been running without complications for two days; currently there are no abnormalities except for the pressure situation of the deltap and pint. No remedial action was taken, neither the hls set, nor the involved cardiohelp device have been replaced. No malfunction was reported for the involved cardiohelp device. The affected hls set was primed on (B)(6) 2025 with no abnormalities. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The affected hls set was investigated in the getinge laboratory on 2026-03-29 with the following conclusion: the reported negative pressures for p int and delta p could not be reproduced during the investigation. The internal pressure sensor p int consistently provided plausible readings, p int was fully functional. A definite root cause for this failure could not be determined during the investigation, as the reported failure could not be reproduced. Thus, the exact root cause remains unknown. However, the following sources are most probable possible technical root causes of this failure: electrolyte: even though the 16-pin connector shows no signs of corrosion or contamination residues, it cannot be ruled out that fluids may have entered the area around the pins during preparation or use and could have influenced the measurement. Connection cable: various failures within the connection cable can impair the function of the sensor system. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2026-04-09. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure regarding the internal pressure sensor p int could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in germany during patient treatment. The involved patient was a 38-year-old male with 90-100 kgs. It was reported that during v-a ECMO procedure, with the usage of an hls set, pressure issues occurred. Negative pressures for pint and deltap were present. The ECMO has been running without complications for two days; currently there are no abnormalities except for the pressure situation of the deltap and pint. No remedial action was taken, neither the hls set, not the involved cardiohelp device have been replaced. No malfunction was reported for the involved cardiohelp device. The affected hls set was primed on 2025-11-23 with no abnormalities. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number: k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number: 701069073.